Event description:
It was reported by the patient that as a result of having the product implanted the patient experienced mesh and sling erosion requiring additional surgeries, mesh protrusion, dyspareunia due to a very dense posterior fourchet scar, right sided pain, low back pain down to rectum, postoperative infection, bladder spasms, perineal pain, urinary stress incontinence, recurrent urinary tract infections, detrusor instability, small bladder capacity, mild lumbar facet arthropathy with mild radiculopathy, neuroma possibly related to repair, chronic pelvic pain requiring physical therapy, apex prolapse, recurrent urethrocele, granulation tissue, bladder pain, overactive bladder, abdominal pain, fecal incontinence, pelvic adhesions, atrophic vulvovaginitis, vaginal discharge and odor, acute left sided sciatica, anxiety disorder and depression.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).